Manufacturer narrative:
An event of the plug not occluding or partially occluding the defect was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019 a 10mm amplatzer vascular plug ii was selected for implant. During placement the device could not fully occlude the defect. The physician decided to retrieve the device. Additional information has been requested but not yet received. No patient consequences reported.